Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence caused by a fluid leak in the balloon. It was said that the tubing was split and fluid leaked out. All components were removed and replaced with a new device. There were no patient complications.